Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultralink meter was giving the error 5 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2014, the patient obtained the error message error 5 on the reported meter; she was unable to obtain a blood glucose reading. The patient manages her diabetes with insulin pump therapy. At that time, the patient experienced no symptoms of high or low blood glucose levels. Afterwards, the patient¿s blood glucose level was tested on another meter, and a result of 48 mg/dl was obtained. The patient received intravenous fluids treatment from a non-hcp; she did not seek emergency medical attention. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The issue was resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered blood glucose levels suggesting severe injury and received intravenous treatment after she was unable to obtain a blood glucose reading due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.